Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, cramping, and a seizure and was unable to self-treat, requiring treatment by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Performed an analysis of the glucose value graph and alarms were not displayed when glucose values were outside the threshold range. Activated sensor with a known good reader and performed linearity test. High results were successfully activated. An extended investigation has also been performed for the returned products. Visually inspection of the returned reader was performed and no issues were observed on reader pcba (printed circuit board assembly). Activated a known good sensor with the returned reader and performed an alarm test by placing known good sensor into simvivo fixture. Both low glucose alarm and high glucose alarm were triggered successfully. Therefore, issue is not confirmed due to both low and high alarms being successfully triggered and reader not showing any signs of damage or malfunction. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, cramping, and a seizure and was unable to self-treat, requiring treatment by third-party. There was no report of death or permanent injury associated with this event.